Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump touch screen was unresponsive. Customer's blood glucose level was 150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.